Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced without complication one week after the initial implant. The surgeon stated wrong power was implanted. The initial implant was replaced with a higher diopter lens of the same model.

Manufacturer narrative:
The intraocular lens was received and inspected at the manufacturing site. Batch records were reviewed and showed no deviations. The lens was received with almost half of the optic missing, precluding measuring the image quality. Visual inspection of the optic piece showed no optical deviations. The diopter was measured and confirmed to be correct as labeled, 7.0 d. A review of the complaint database showed no additional complaints for lenses manufactured in this lot. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.

Manufacturer narrative:
(B)(4). The intraocular lens was not received by the manufacturer for analysis. The device met all manufacturing specifications prior to release. An update to this report will be submitted when the lens is received or additional information becomes available. Information received from the surgeon suggests that this event was not caused by the iol. All information currently available is included in this report.